Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an alarm that stopped insulin delivery. The customer's blood glucose (bg) level was in the 200s mg/dl. The customer changed the supplies to the pump and delivered a bolus of insulin. Tandem customer technical support (cts) verified in the pump history that the customer received an occlusion alarm. As the occlusion alarm had occurred in the past, cts was unable to troubleshoot to determine a possible cause of the occlusion.